Event description:
It was reported the during an unknown procedure, the distal end cover of the subject videoscope fell off inside the patient. The procedure was completed with a similar device. There is no further information if the distal end cover was successfully retrieved. There were no reports of patient harm. This report is related to (B)(4).

Event description:
No additional information from the customer this report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.